Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, second degree atrio-ventricular block (avb) and third degree avb occurred when the guidewire crossed the aortic valve. Temporary pacing was placed. Ultimately, three days following the valve implant a permanent pacemaker was implanted. No additional adverse patient effects were reported.